Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at a dose rate of 164 mcg via an implantable pump. It was reported that the patient heard the critical pump alarm and they visited their doctor. The date of the event was (B)(6) 2025. After interrogating the pump, it was indicated that the motor stalled and started two hours after. It was further reported that after the pump interrogation, the same event had also occurred in (B)(6). The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). Regarding factors that may have led or contributed to the event, it was indicated that no magnetic resonance imaging had been performed. The pump remained implanted and in-service. The issue was not resolved as of (B)(6) 2025. The patient was with injury regarding their status as of (B)(6) 2025. A surgeon wants to see the patient and propose to change the pump. It was unknown if surgical intervention was to occur; however, it was further reported that analysis was requested. The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The physician is to change the pump next december.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the doctor didn't change the pump in december and she must re-program the replacement. When asked if the intermittent motor stalls resolved, it was stated that the motor stalled 2 times. The pump was currently in the patient and would not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via company representative (rep) and it was reported there were no signs or symptoms, but the patient was worried because the motor stalled twice. The specific date of the pump motor stall that occurred in january was unknown. The doctor¿s plan was to send the patient to the surgeon. The intermittent motor stalls and injury were resolved. The device was still currently in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding if the patient was to be scheduled for a replacement, it was further reported that as of (B)(6) 2026, the date was not programmed.